Event description:
The hearing aid (h/a) pt reported that the wax guard from his hearing aid was missing. The h/a dispenser found it in his ear and removed it. There was no injury, no redness, swelling or drainage.